Manufacturer narrative:
F10. Adverse event problem, correction required: code f1905 was inadvertently omitted from supplemental MDR 1.

Event description:
It was reported that the patients lead and generator were replaced. The explanted suspect product has not been received for analysis to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's device. X-rays were received and reviewed and a possible lead fracture was identified in the images. Complete lead pin insertion into the generator could not be verified based on the images provided. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.